Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a cpx4 with suture tabs medium height smooth expander experienced deflation post procedure. As a result, patient had an explantation on (B)(6) 2021. Per information received, the tissue expander was implanted more than 6 month. Per mentor IFU, these tissue expander devices are not to be implanted longer than 6 months. Therefore, these devices were used off label.